Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: changes in the shape or size of the device due to an applied force, such as tensile forces, compressive forces, shearing, bending, knotting, or torsion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope's distal end became detached. There was no patient involvement.